Event description:
The customer reported via phone call that the insulin pump experienced a display anomaly. The customer stated that there was a line on the display toward the left side of the screen, which obstructed the "b" in bolus and the "s" characters in suspend and sensor within the main menu. The customer did not know the blood glucose reading. He ran a self test and found that the line was made of unlit pixels in a vertical line on the display. He noted that the issue had been present on the device directly out of the box. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked display connector. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.